Manufacturer narrative:
A specific root cause could not be identified. Sample from the patient was submitted for investigation and no interfering factor was identified.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable thyrotropin (tsh), free thyroxine (ft4), and free triiodothyronine (ft3) result for one patient sample from cobas e601 analyzer serial number (B)(4). A sample from the patient was submitted for investigation and was tested on analytical e module analyzer ( mod-pe), centaur, and architect analyzers. Refer to the attachment to the medwatch for all patient data. Refer to the medwatchs with patient identifiers (B)(6) for the other assays involved. The results were reported outside of the laboratory. No adverse event was reported.